Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 33 after insertion.the RMA was issued for further investigation of the sensor.it was not possible to test the returned sensor due to a significant portion of the hydrogel missing over the optics.these observations were also most likely caused by excessive force applied by the removal clamps during the explant of the sensor and are unrelated to any in vivo sensor issue.a review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channel values since insertion,eventually triggering the sensor replacement alert.this is potentially due to coagulated blood from the insertion process interfering with the interface of the hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 15 january 2025. G3.date received by the manufacturer? 15 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 18, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.